Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the following fields: b5, h6, and h11. Based on the results of the investigation, the foreign object was identified to be a stone. However, a definitive root cause could not be identified. The event can be detected/prevented by following the instructions for use which state: instructions for use states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Instructions for use states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories).

Event description:
The device evaluation for the colonovideoscope uncovered foreign material in the forceps channel.

Event description:
It was observed that during the device evaluation, the video scope forceps channel had blockage. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the customer may not have used the device in accordance with the IFU the event can be detected/prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.